Manufacturer narrative:
Getinge service was not requested in connection with this event as the customer does their own service. The customer reported that based on the logs and instructions of the service documentation, the video generator board was replaced. The iabp has been returned to service.

Event description:
It was reported that during start up the cardiosave intra-aortic balloon pump (iabp) touchscreen was not responding when touched or had a delay in responding. Calibration did not correct the issue. There was no patient involvement, and no adverse event reported.